Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies that would be associated with the field allegation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episode in primary sensing vector due to oversensing of noise. Technical services (ts) was consulted and determined that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and performing additional troubleshooting. The patient was brought into the clinic and an x-ray was taken. The x-ray showed good system position. A possible slight bend in the electrode was noted as it comes out of the header. No noise was able to be reproduced in primary sensing vector. Review of secondary sensing vector found low amplitude r-waves and a poor r to t ration. During provocation testing, all elicited noise was appropriately labeled by the s-ICD. Ts was again consulted and noted that with the current sensing options the patient would be at risk for inappropriate therapy and noted the next steps would be a clinical decision. The patient sent remote home monitoring data for review since the s-ICD was reprogrammed to secondary vector with a two times gain. Ts observed that at the current moment the device is appropriate sensing and detecting. It was noted that the patient is very active and ts again discussed the possible risk of oversensing leading to inappropriate therapy. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The electrode was returned for analysis.